Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one patient. Results as follows: date: (B)(6) 2012, inratio inr: 3.9, lan inr: 2.0. No therapeutic range available. Customer cannot provide information on finger-stick technique.

Manufacturer narrative:
Comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 3.9, lab: 2.0, mean: 2.95, confidence limits: (1.8 - 4.2), result: pass. Reported results are within the confidence limits for passing accuracy comparison. Results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 276744. Test results as follows: donor: 1, inratio results: (4.1, 4.4, 4.4), reference: 3.66, bias threshold: (2.66 - 4.66), %cv: 4.03. Donor: 2, inratio results: (3.3, 3.1, 3.1), reference: 3.08, bias threshold: (2.08 - 4.08), %cv: 3.65. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. No information in the complaint indicating misuse or technique issue by the user. Root cause could not be determined. No product was expected to be returned, review of recent in-house therapeutic sample testing found retain strips met accuracy an precision criteria. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.